Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no other findings were available. The field service engineer found that drawer failure was resolved prior to service. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. The customer reported that issue occurred when dispensing medications. There were no adverse events or injuries reported based on this incident.